Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. In this case, it is unknown if the instructions for use (IFU) violation caused or contributed to the reported complaint. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU, ppl2122131, revision b, preparation for use section) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the instructions for use (IFU) violation caused or contributed to the reported complaint; therefore, an in-service will not be requested for the account. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, insufficient preparation, interactions with other devices or patient anatomy. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow instructions.

Event description:
It was reported that the procedure was to treat a moderately calcified heavily tortuous left circumflex artery. The 3.5x15mm trek balloon dilatation catheter was not soaked prior to use and during the first inflation the balloon was inflated to nominal pressure; however, was not holding pressure. A new balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.